Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, occlusion. The following was provided by the initial reporter: when this patient underwent an implanted port infusion on (B)(6) 2026, a tubing flush to a needleless closed infusion connector was found to be poorly injected and unusable, and the catheter was cleared after the removal of the cloverleaf.